Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient battery was replaced due to not charging and not using the system. It was later reported that the patient was getting there battery replaced because they had not used the system in greater than 6 or 4 months, the writing was not clear. It was also noted that this was normal battery depletion. The patient reportedly recovered without sequela.

Manufacturer narrative:
Analysis of the implanted device (serial # (B)(4)) found that there was no significant anomaly and the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.